Manufacturer narrative:
Follow-up #2: date of submission 02/03/2017¿ device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to fully attach to the pump. The pump was returned with moisture behind the display lens. The pump powered on to the verify screen with auditory and vibratory features. A leak test was performed and failed due to damage to the pump case between the case seal and the keypad. The rewind, load, and prime steps and the 24 hour testing could not be performed due to the moisture damage. The pump cover was removed to find internal moisture damage on the internal component, and on the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.